Event description:
It was reported that the patient presented in clinic after receiving a notifier for non-sustained rv oversensing. Review of the egms revealed possible myopotential oversensing. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.